Event description:
Lasik surgery has resulted in glare and halos in my vision. Objects in a landscape sometimes appear flat, like a paper cut out in a diorama. I have dry eyes, this was never a problem prior to lasik. My vision becomes blurry when my eyes are dry. I get headaches from some lighting conditions, grocery/department store lighting is problematic.